Event description:
Olympus medical systems (omsc) received a report that during a laparoscopic sleeve gastrectomy, usg-400, ultrasonic generator, which was used in combination with the subject device, displayed "short circuit" and stopped output in seal and cut mode and seal mode. The physician stated that the same error occurred again after resetting the error. The device was replaced with a different unit of same model and the procedure was resumed, however the same error reportedly occurred again. The procedure was said to have been completed using a different device made by unspecified manufacturer. There was no patient injury reported.

Manufacturer narrative:
The (B)(4) was returned to olympus medical systems (omsc) for evaluation. The evaluation confirmed that the short circuit error reported by the user facility was duplicated when output was activated and the grasping section of the subject device was closed. The evaluation also confirmed a mark, which showed the probe and grasping section came into contact each other, on the side of the probe tip and the inner surface of the grasping section. Misalignment which caused the direct contact, was found in the engagement of the grasping section and probe of the subject device. As a result of omsc checking an error log of the usg-400, it was revealed that seal and cut short circuit error of the subject device occurred five minutes after the procedure started, and the other short circuit error of another device occurred eight minutes after the procedure was resumed. The short circuit error was decided to be occurred since the relative position of the probe and the grasping section was dislocated and the metal surface of respective parts were in contact. There is a possibility that the dislocation had occurred for excessive twisting force by inappropriate handling by the user. The instruction manual of the subject device warns user "do not apply only the probe tip to the tissue with a strong force or pull the probe tip up grasping a tissue or activate output while twisting the shaft or turning the rotation knob with the transducer and connection cable. Otherwise, the probe may be damaged by interference with the internal parts, which could result in the tip breaking and dropping inside the body cavity." This report is one of two reports. Cross reference MFR. Report number 8010047-2012-00074.